Event description:
Allergic reaction [hypersensitivity], swelling in the knee [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a male pt (age not provided), initials (B)(6). The pt's medical history was significant for previous use of synvisc in 2010 and experienced knee swelling and knee effusion. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (route of administration and dosage regimen not provided) into an unspecified knee. The lot number for synvisc was not provided. The next day (after receiving synvisc injection), the pt developed swelling in the knee. The pt also developed knee effusion. The doctor advised that it was possibly an allergic reaction. The doctor drained off unk amount of fluid from the knee and treated him with cortisone. On unspecified dates in (B)(6) 2012, he recovered from the events of swelling in the knee and allergic reaction. The outcome for the event of knee effusion was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for all events was not provided. The causal relationship of synvisc with all the events was not provided.

Manufacturer narrative:
The qa (quality assurance investigation summary was received on (B)(6) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit risk relationship is not affected by this report.